Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("I had my hysterectomy in (B)(4)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), muscle spasms ("whole leg spasm/shock down there leg") and feeling abnormal ("I'm still not feeling 100%"). Essure was removed. At the time of the report, the hysterectomy, muscle spasms and feeling abnormal outcome was unknown. The reporter provided no causality assessment for muscle spasms with essure. The reporter considered feeling abnormal and hysterectomy to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: hysterectomy and feeling abnormal¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record was received - case upgraded as incident. New event "I'm still not feeling 100% and I had my hysterectomy in (B)(6)" was added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have very high pain') and genital haemorrhage ('spotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), muscle spasms ("whole leg spasm/shock down there leg"), feeling abnormal ("I'm still not feeling 100%") and dyspareunia ("painful sex"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, muscle spasms, feeling abnormal and dyspareunia outcome was unknown. The reporter provided no causality assessment for muscle spasms with essure. The reporter considered dyspareunia, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: hysterectomy and feeling abnormal¿ concerning the injuries reported in this case, the following one/ones were reported via social media:pelvic pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received, event: painful sex , spot were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have very high pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("spotting"), muscle spasms ("whole leg spasm/shock down there leg"), feeling abnormal ("I'm still not feeling 100%"), dyspareunia ("painful sex") and palpitations ("heart palpitations"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, muscle spasms, feeling abnormal, dyspareunia and palpitations outcome was unknown. The reporter provided no causality assessment for muscle spasms with essure. The reporter considered dyspareunia, feeling abnormal, genital haemorrhage, palpitations and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: hysterectomy and feeling abnormal concerning the injuries reported in this case, the following one/ones were reported via social media:pelvic pain. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received, reporter information added. Events: heart palpitations added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("I have very high pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("whole leg spasm/shock down there leg") and feeling abnormal ("I'm still not feeling 100%"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, muscle spasms and feeling abnormal outcome was unknown. The reporter provided no causality assessment for muscle spasms with essure. The reporter considered feeling abnormal and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: hysterectomy and feeling abnormal¿ concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2018: social media case, event hysterectomy was replaced with event high pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have very high pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("spotting"), muscle spasms ("whole leg spasm/shock down there leg"), feeling abnormal ("I'm still not feeling 100%"), dyspareunia ("painful sex"), palpitations ("heart palpitations") and tooth disorder ("tooth disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, muscle spasms, feeling abnormal, dyspareunia and palpitations outcome was unknown and the tooth disorder had resolved. The reporter provided no causality assessment for muscle spasms with essure. The reporter considered dyspareunia, feeling abnormal, genital haemorrhage, palpitations, pelvic pain and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: hysterectomy and feeling abnormal¿ concerning the injuries reported in this case, the following one/ones were reported via social media:pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event tooth disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.